Event description:
It was reported that the patient presented remotely via merlin.net. The pulse generator showed a low battery longevity estimate. The cause was determined to be excessive current drain. The patient would be scheduled for another remote transmission.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.